Event description:
It was reported that the customer was hospitalized for low blood glucose. The blood glucose reading at time of the call was 357 mg/dl. Troubleshooting was performed and all the programmed settings on the insulin pump were correct. The customer stated that she had accidentally taken the same amount of grams of carbohydrates as was her blood glucose. The amount of insulin left in the reservoir matched to the units left on the status screen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.